Event description:
Since 1991 rn has experienced latex sensitivity with symptoms gradually progressing to anaphylaxis and diagnosed latex allergy. In the beginning, symptoms were localized to areas of direct contact, such as rash, itching, and excoriation under gloves. Then they progressed to watery, itchy eyes and throat, wheezing and cough. Rn has now suffered three episodes of anaphylaxis with angioedema, respiratory failure, respiratory arrest and circulatory collapse. Symptoms have been treated with medications ranging from topical steroids and oral antihistamines, to parenteral h2 blockers, steroids, epinephrine and intubation. The worst hospitalization was for three days with intubation and ventilatory support for less than 24 hrs. Rn is currently seeking workman's compensation and social security disability. The most recent occurrence user is reporting occurred on 3/4/99. When she entered the human resources dept of a facility, who had publicly declared themselves as "latex free" and safe, she was in the emergency room within a brief period of entering the facility; due to a reaction to aerosolized proteins in the human resources dept. This dept shares a common corridor with an adjacent non-latex free facility. She had passed out and was treated in the emergency room and released.